Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 1999 (B)(6), product type extension product ID, 74001 lot# n340857, implanted: 2012 (B)(6), product type adapter product ID, 37744 lot# serial# (B)(4), product type programmer, patient product ID, 3587a lot# l70300, implanted: 1999 (B)(6), product type lead. (B)(4).

Event description:
It was reported that a loss of stimulation/therapeutic effect had occurred. Patient status at the time of this report was noted as alive with no injury/no adverse event. Lead revision was required. A history of fall was reported. It was not possible to obtain stimulation in needed areas. There were no patient symptoms/injuries related to this event. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported that the patient was deciding whether or not they wanted to proceed with a lead revision. It was noted that the patient was going to follow up with the doctor once a decision was made.

Event description:
Additional information received reported that the patient was seen by a physician and company representative on the day of the report. It was stated that the representative was able to reprogram stimulation in "painful areas". It was reported that the patient got therapeutic relief with the stimulation.

Manufacturer narrative:
(B)(4).